Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 11500a inspiris valve in the pulmonary position underwent valve-in-valve intervention after an implant duration of four (4) years, 11 months due to pulmonary insufficiency. The patient initially presented with dyspnea and heart failure. The tpvr procedure was successfully performed with a 23mm 9600tfx transcatheter valve. No further issues were noted post transcatheter valve placement.